Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced erosion, pain, bleeding, urinary problems, infection, recurrence, extrusion and dyspareunia. She underwent additional mesh removal surgeries on (B)(6) 2010 and (b)(64) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). Urinary difficulties; recurrence; extrusion; - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03471. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and discomfort.